Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it is considered that water and moisture entered the inside of the scope, and the moisture caused abnormalities in electronic components such as the image sensor unit and the internal board of the connector, which led to the occurrence of the event. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elite colonovideoscope exhibited an error 315 (scope error). The reported event occurred during reprocessing for an unspecified therapeutic procedure. There were no reports of patient harm.